Manufacturer narrative:
H3: product analysis of part# g6626527, lot# h5780479 visual and optical inspection revealed the implant was returned damaged. The implant has cracked next to where the release/lock mechanism is. The implant is fragile and can be overloaded. It appears the implants structural integrity was overloaded during the implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that will be used in unknown spinal therapy for cervical disc herniation. It was reported that during anterior cervical fixation, a fracture in the medial-lateral direction of the cage was observed after screw insertion. There were no broken fragments left inside the patient and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the crack was found after the cage was inserted. The issue occurred during normal use.

Manufacturer narrative:
G2: country of origin is (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.